Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: parastomal hernia. Procedure: laparoscopic parastomal hernia repair using dualmesh patch. Assistant: (B)(6). What was done: ¿under satisfactory endotracheal anesthesia, the patient was prepped with betadine and draped with routine sterile drapes. Left upper quadrant incision was made and carried down through the fascia into the peritoneal cavity under direct vision. The hassan port was then placed and two other ports, each 12 mm, were placed on the left. The hernia was reduced. The edges of the defect were then cleared of areolar tissue and small bowel adherent to the lateral aspect. A 13 x 13 cm dualmesh patch was chosen, trimmed appropriately, placed around the stoma and then sutured in four quadrants and the remainder of the patch was stapled. There was approximately 4 cm overlay circumferentially. Hemostasis was noted. The fixation sutures were tied. The remaining ports were removed under direct vision. The hassan was removed after the abdomen was desufflated. The hassan wound was closed with interrupted 0 vicryl deep sutures and the skin of all wounds closed with 5-0 vicryl subcuticular. Steri-strips and dressings were applied. The patient tolerated the procedure well with approximately 50 cc blood loss. Sponge, needle and instrument counts were correct. The patient was sent to the recovery area in excellent condition.¿ (B)(6) 2008: (B)(6). Or nursing record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05161146. W.l. Gore & associates. Size: 15 x 19. Expiration: 05/10. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. Records between (B)(6) 2008 and (B)(6) 2011 were not provided. (B)(6) 2011: (B)(6). Operative report. Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction. Procedures performed: small bowel resection. Revision of ileostomy. Removal of mesh. Assistant: (B)(6). Anesthesia: general. Blood loss: 150 ml. Complications: none. Disposition: intubated, in fair condition to the ICU [intensive care unit]. History: ¿a 58-year-old gentlemen with recurrent small-bowel obstruction. This has been occurring over the last 3 weeks. The patient is readmitted to the hospital after recently being discharged. The patient was volume depleted and was having increasing abdominal pain. The patient was having fevers and very little ileostomy output. He was therefore brought to the operating room for exploration for presumed small bowel obstruction. Incidentally the patient had a retrograde study through his ileostomy as there was a concern that the obstruction was at the previous parastomal hernia repair site. This did not show obstruction but potentially the study could have started proximal to the area of obstruction. The patient is therefore brought to the operating room for exploration.¿ report of operation: ¿after consent was obtained, the patient brought back to the operating room, placed supine on the operating room table. After induction of general anesthesia and endotracheal intubation, the patient had a foley catheter placed to gravity. The patient¿s heart rate at that time was 140 as he was severely volume depleted. The patient had poor venous access and therefore anesthesia placed a triple-lumen catheter in the right internal jugular. Additionally an arterial line was placed in the left brachial artery, as the patient had very thready pulses and they could not place a radial arterial line. His brachial line was removed at the end of the case, and there was a palpable pulse and good doppler signals at the left wrist after removal of the catheter. After prepping and draping the patient¿s abdomen. Midline incision was employed through the previous scar tissue. Entrance was gained in the abdomen easily. There was very little adhesion to the underside of the abdominal wall. There was a fine filmy layer of adhesion encompassing the entire small intestinal contents. As the patient had previous abdominal resection, it was important to quantify how much small bowel remained. This would have been difficult given the amount of adhesions in his abdomen, and the time to free up all the adhesions. There was at least greater than 6 feet of small intestine remaining. Next, attention was turned to the right lower quadrant. There were denser adhesions in this area. There were dense adhesions of the small intestine to the mesh. These were taken down. There was a deep serosal injury to the small intestine removing it from the mesh which later opened up causing enterotomy. This was controlled with bowel clamps. More adhesiolysis was performed, freeing up the entire bowel which entered through a fenestration within the right lower quadrant mesh reinforcement which was laid preperitoneal. The mesh was a gore dual mesh. There were multiple steel staples around this mesh that were used to initially secure it. This mesh was dissected free from the ileostomy. The mesh was cut in cephalad and caudal directions. What was found was that the bowel was severely kinked at the entry point through the mesh. At this point, it was noted that the bowel was rather dusky and was rather macerated. It did not feel it was safe to not keep the original ileostomy at this point. Therefore in the area of the enterotomy which was approximately 10 inches from the ileostomy site, either side of this was resected with a tlc stapler with a blue load to secure the drainage. Bowel clamps were removed. The enterotomy portion of the bowel was removed and later the distal ileum was removed by taking the mesentery with impact ligature device. The ileostomy which was prepped into the field and prevented from leaking with the inflated balloon, the balloon was deflated, the catheter was removed and an incision in the elliptical fashion was made around the ileostomy site freeing up from the skin and muscle and was delivered into the abdomen. The entire specimen was delivered off the field in 2 portions. Next, the gore mesh was removed from the peritoneum along with themetal [sic] staples affixing it. Next, the distal aspect of the bowel was freed up from the adhesions, at least a foot and a half to 2 feet of distal ileum were freed up so that an ileostomy could be recreated in the left abdomen. Next, a small circular incision was made removing skin in the left lower quadrant abdominal wall. This was deepened down through the rectus fascia creating a space to bring up the ileostomy. The ileostomy was hemorrhagic and swollen. The peritoneum and fascia were loosely closed out around the ileostomy using interrupted 0 pds sutures. Finally, the defect to the previous ileostomy site was closed internally using interrupted 0 vicryl suture. The external fascia was closed after irrigation using running 0 pds suture. Next, the abdomen was irrigated out. The fascia was closed with running 0 pds suture. In order to facilitate this, the scar and subcutaneous tissue was freed up about 1 cm circumferential from the fascial edge. The wound was irrigated out and closed with staples after securing hemostasis. Lastly, the ileostomy was matured in a brooke type fashion using interrupted 4-0 vicryl suture. The ileostomy appliance was fixed to the new ileostomy. No complications. Given the degree of acidosis and the ongoing resuscitation it was necessary to keep the patient intubated. He was transferred to the intensive care unit in fair condition.¿ (B)(6) 2011: (B)(6). Surgical pathology report. Accession number: (B)(4). Final pathologic diagnosis: a. Portion of ileum and ileostomy, take-down colon: ileostomy stoma with chronic inflammation and fibrosis. Additional portion of ileum with ischemic hemorrhagic enteritis. B. Abdominal mesh, removal: abdominal mesh, gross examination only. Clinical history: small bowel obstruction. Pre-op diagnosis: same. Post -op diagnosis: same. Operative findings: same. Operation: exploratory laparotomy, small bowel resection, revision ileostomy, removal of foreign body. Specimen: a. Portion of ileum and ileostomy. B. Abdominal mesh. Gross description: the specimen is received in two formalin-filled containers, both labeled with the patient¿s name. Specimen a is labeled ¿portion of ileum and ileostomy.¿ the specimen consists of two segments of bowel, one measuring 8.0 cm in length, the other measuring 14.0 cm in length. The larger portion shows a stoma that measures 4.0 x 2.5 x 1.5 cm with the stoma area measuring 2.0 x 2.0 x 1.5 cm. The bowel attached to the stoma is opened and shows an area of yellow-tan granulation material but no masses are grossly identified. Sections are taken and representative sections are submitted as follows: the stoma in cassette a1 and sections through the area of granulation material in cassettes a2 and a3. The segment or smaller segment of bowel is opened and no masses or lesions are grossly identified but shows a possible defect in the wall that measures 2.0 x 1.5 cm and shows indurated edges. Representative sections are submitted in cassette a4. Specimen b is labeled ¿abdominal mesh.¿ the specimen consists of a piece of mesh material that measures 10.0 x 8.0 x 0.2 cm and shows multiple metal staples. This specimen is for gross examination only. (B)(6) 2011: (B)(6). Laboratory report: microbiology. Blood cultures. Gram stain of blood culture medium: gram positive cocci in clusters. Identified as coagulase negative staph (epidermidis). Ordering provider: (B)(6). (B)(6) 2011: (B)(6). Laboratory report: microbiology. Culture, rout, aerobic, w/sm. Source: abdominal midline incision. Stains and preps: gram stain: few polymorphonuclear leukocytes seen, few gram-negative rods. Final report: moderate enterococcus species, few escherichia coli. Ordering provider: (B)(6). (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedures performed: repair of ventral incisional hernia. Implantation of 320 cm sq of strattice, biologic mesh. Myocutaneous flap release from the right side. Assistant: (B)(6). Anesthesia: general with bilateral tap [transverse abdominis plane] block, which was administered by anesthesia. Blood loss: for the procedure 200 ml. Complications: none. Disposition: extubated stable to recovery. History: ¿a 59-year-old gentleman, who has developed an incisional hernia. The patient has an ileostomy in the left lower abdomen. The patient had a previous history of a wound infection prior to his development of a ventral incisional hernia. He has had a subtotal colectomy for crohn disease and has a permanent ileostomy in the past. He was consented for repair of his ventral incisional hernia. He was consented for component release with biologic mesh as the chance infection was fairly high.¿ report of operation: ¿after consent was obtained, the patient brought back to the operating room. He was placed supine on the operating table. After induction general of general anesthesia and endotracheal intubation, the patient¿s abdomen was prepped and draped in normal sterile fashion. The ileostomy appliance was removed. Sterile gauze and abd [abdominal] pads were placed over top of the ileostomy. A 1010 drape was also used to isolate the ileostomy. Ioban band was placed over top of the entire abdomen. An elliptical incision was made, excising the thinned out scar tissue. We then gained entrance into the abdomen, freeing up the fairly dense adhesions to the underside of the abdominal wall circumferentially for a distance of about 10 cm. The ileostomy was visualized. The ileum was freed up from surrounding bowel and from the fascia. There was noted to be about a centimeter and a half gap towards the inferior aspect of the fascia between the fascial edge and the ileostomy. Next, a suprafascial plane was obtained circumferentially being careful to avoid injury to the ileostomy. We dissected further over on the patient¿s right side. There was noted to be weakening of the fascia were [sic] the previous ileostomy was, and we freed up all the way to the anterior axillary line. We also freed up all the way up to the subcostal margin on the right side. Component separation was employed by releasing the external oblique fascia about an inch lateral to the lateral margin of the rectus muscle. We did get good component release for a distance of about 3-4 cm with the separation of the fascia from the skin, the midline fascia was able to be closed. There was plenty of overlap. The thinned out fascia was then excised back to a good normal fascia at the muscle edge. Next, the defect was measured. It was noted to be 20 cm cephalad to caudal. Next, a 16 x 20 strattice mesh was soaked for 5 minutes in saline. It was then cut to make to [sic] 8 x 20 cm rectangle. The first 8 x 20 cm rectangle was placed within the abdomen using interrupted #1 pds sutures. The mesh was parachuted under the fascia. There is a small slit made along the lateral edge for the ileostomy, and the mesh was cut so that it could fanned around the ileostomy further reinforcing the closure. A figure-of-eight number 1 pds was then used to tighten up the fascia around the ileostomy. The weakened fascia on the right side from the previous ileostomy was also reinforced with a running number 1 pds suture. Once the entire mesh was parachuted under the fascia, there was significant tension on the underlay so that the midline came together with no tension. The edges of the mesh were checked. There were no gaps. Next, the midline was closed with a number 1 running looped pds suture. The 8 x 20 cm second piece of strattice was placed as an onlay providing a sandwich technique for closure. This was sutured to the external oblique fascia and to the midline using short runs of 0 pds suture. The midline of the mesh was tacked down to the fascia using interrupted 0 pds suture. Next, 15-french blake drains were placed from below into the wound and were sutured to the skin using interrupted 3-0 nylon suture. The umbilicus was tacked down to the center of the mesh using interrupted 3-0 monocryl suture. Portions of the midline wound reapproximated with deep dermal 3-0 monocryl sutures to take any existing tension off the wound. The old previous scar tissue was completely excised. The skin was reapproximated with staples with no tension. The blake drains were placed to jp [jackson-pratt] bulb suction. A fresh ileostomy appliance was placed over top of the ileum. The wound was dressed with gauze and tape. No complications. The patient was extubated and transferred recovery room in stable condition. Sponge and instrument counts were correct at the end of the case.¿ (B)(6) 2012: (B)(6). Operating room implanted material/retained device record. Implant sticker. Strattice, 16 x 20 cm, lifecell corp. (B)(6) 2012: (B)(6). Surgical pathology report. Accession number: (B)(4). Final pathology diagnosis: ventral hernia, hernia repair: fragments of skin and subcutaneous tissue with fibrosis, histiocytes, foreign body giant cell reaction, and mild chronic inflammation. Clinical history: ventral hernia. Pre-op diagnosis: same. Post-op diagnosis: same. Operation findings: not provided. Operation: ventral hernia repair. Specimen: ventral hernia. Gross description: the specimen is labeled ¿ventral hernia.¿ received in formalin are multiple excisions of white-tan hair-bearing skin and pieces of soft pink-tan to lobular yellow tissue. The pieces range from 5.5 to 25.2 cm in greatest dimension. No lesions are identified on the skin surface. Sectioning reveals soft pink-tan to lobular yellow cut surfaces. Representative sections are submitted in cassette a. Ordering provider: (B)(6). Records between (B)(6) 2012 and (B)(6) 2017 were not provided. (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: intra-abdominal wall abscess. Postoperative diagnosis: abdominal wall inflammation. Procedure performed: abdominal wall exploration. Assistant: (B)(6). Anesthesia: general with local. A total of 20 ml of 0.5% marcaine with epinephrine given. Complications: none. Findings: thickened and inflamed abdominal wall. There was no abscess identified. In the posterior rectus space a #15 blake was left. Disposition: stable to recovery room. History: a 64-year-old gentleman who I had operated on previously for a failed ileostomy hernia repair. The patient underwent relocation of his ileostomy to the left lower quadrant and closure of his ileostomy hernia with component separation on the right side. A sandwich technique of biologic mesh was used back in 2012. Recently, the patient was admitted to the hospital on 01/2017 for a lower midline abscess which was above the posterior biologic mesh layer. This was needle aspirated and confirmed to be pus, but nothing ever grew out. The patient was maintained on antibiotics. He was seen in the office, continued to have significant abdominal pain, and a repeat CT scan showed loculated fluid collections in the posterior abdominal wall just superficial to the posterior biologic mesh. Because of failure to resolve and because of the needle aspiration of pus, it was decided to take him to the operating room for debridement and incision and drainage. There did not appear to be any bowel involvement. Report of operation: ¿after consent was obtained, the patient was brought back to the operating room and placed supine on the operating room table. After administration of general anesthesia and endotracheal intubation, the patient¿s abdomen was prepped and draped in the normal sterile fashion. Prior to incision, a time-out was performed confirming correct patient name, procedure and procedure site. All team members agreed. To begin, the ileostomy appliance was removed, as it was next to the planned incision. A pursestring of 0 silk suture was placed after prepping the area with betadine and prepping the midline abdomen with chloraprep. The area was dressed with blue drapes. Gauze and ioban were placed over top of the ileostomy in the left lower quadrant. After application of sterile drapes, an incision was made below the umbilicus, going through the midline incision. This midline incision was carried down to where the onlay of biological mesh was encountered. This was incised for a distance of about 5-6 cm. I then dissected down into the muscle layer. There was intense scarring in this area. Further dissection in the posterior rectus plane revealed an open cavity which was easy to dissect, but there was no pus, there was only some fibrinous debris. Cultures were taken of this area. With further palpation it was clear that I was at the posterior aspect of the hernia repair, that below me was the underlay of the biologic mesh. Going below this would risk injuring small bowel, requiring a major laparotomy. It was therefore decided not to go deeper. Because of the lack of pus being found with dissection through multiple abdominal layers in the right lower quadrant, ultrasound was used. The entire abdominal wall in this area was identified. The space which appeared hypodense, signifying abscess, was entered as confirmed by direct ultrasound visualization with an instrument in the space. The drain was also in this space as well. As no pus was identified, the wound was irrigated out. The fascia and biologic mesh as an onlay was closed with running 0 maxon suture. The wounds were injected with local for a total of 20 ml. Skin was closed with staples. The drain was sutured to the skin using 2-0 nylon and secured to a bulb. The patient was awakened and transferred to the recovery room in stable condition. Sponge and instrument counts were correct at the end of the case. Due to lack of finding pus, 2 possibilities exist: one is that the area did not represent an abscess but more of inflammatory tissue, secondly is that the area of exploration may have been still superficial, although I did use ultrasound and the previous CT imaging to identify the plane. I will obtain CT imaging postop to further evaluate the location of the dissection, as there is now a jp [jackson-pratt] drain in that place.¿ (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: abdominal abscess. Postoperative diagnosis: intraabdominal abscess. Infected prosthetic mesh abdominal wall. Procedure performed: abdominal wound exploration. Drainage of intraabdominal abscess. Removal of infected mesh. Assistant: (B)(6). Anesthesia: monitored anesthesia care with local. A total of 10 ml of 0.5% marcaine with epinephrine was given. Complications: none. Findings: there was approximately a 1 cm deep x 6 cm x 4 cm abscess area located deep to the muscle layer. Within this muscle layer, there was a portion of the previously used 20 cm biologic mesh which was free-floating which was easily removed with simple debridement. There is no evidence of any enteric drainage. The fluid was not foul smelling. It was sent for culture. Disposition: stable to recovery room. History: this is a 64-year-old gentleman who has returned to the operating room after an exploration yesterday did not yield a finding of infection which was seen on previous CT scan. A drainage catheter was left within the abdomen within the deepest plane I accessed. On CT scan this morning, the infected fluid cavity was approximately 0.5 cm deep to the tip of the drainage catheter without any nearby bowel. The patient is, therefore, brought back to the operating room for opening up of this posterior layer and drainage of abscess. Report of operation: ¿after consent was obtained, the patient was brought back to the operating room. He was placed supine on the operating table. He was given monitored anesthesia care. The left lower quadrant ileostomy was sutured closed with 0 silk suture. The abdomen was prepped with betadine. Due to the recent open wound, the abdomen was dressed sterilely and the ostomy was secured from the wound using a 4 x 4 and ioban. Prior to incision, a time-out was performed confirming correct patient name, procedure and procedure site. All team members agreed. To begin, the staples were removed from the midline wound. The wound was opened up. The maxon sutures which were encountered were removed from the previous layer. The fascial layer was identified again, and below this, it was noted there was a thin layer likely of thickened peritoneum which was identified. This area was incised, which was just deep to the catheter tip towards the right side of the midline. Gaining access into this space with a small incision yielded creamy fluid which was sent for culture. It was rather whitish, and did not have a foul smell. Exploration of the wound digitally broke up all loculations. It was noted that there was some biologic mesh floating within this cavity. It was grasped with hemostats and parts of it were pulled out that were not incorporated in the fascia. This was sent for pathology. The wound was copiously irrigated out with normal saline and suctioned out. A new 15-french blake drain was tunneled through the previous stab incision down deeper into the abdominal wall and brought into the preperitoneal plane, and the catheter remained in place. There is no evidence of any enteric drainage or stool. The drain was sutured to the skin using a 2-0 nylon suture. The deep fascial layer was closed with a running 0 maxon suture. The biologic mesh onlay was closed with a running 2-0 prolene suture. The wound was irrigated out and closed with staples. A small telfa wick was placed in the inferior edge of the wound. The areas dressed with gauze and tape. At the end of the procedure, the ioban was removed. The ileostomy in the left lower quadrant was redressed with stoma appliance. There were no complications. The patient was awakened and transferred to the recovery room in stable condition. Sponge and instrument counts were correct.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿; h6: health effect impact code: f1903: device explantation; f1901: an additional surgical procedure was necessary related to the gore device; h6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6) 2008 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6) 2008 through (B)(6) 2011 and (B)(6) 2012 through (B)(6) 2017 were not provided. Patient information: medical history: ¿ crohn¿s disease; ¿ (B)(6) 2011: recurrent small-bowel obstruction . Surgical procedures: ¿ unknown date: proctocolectomy with ileostomy; ¿ (B)(6) 2008: laparoscopic parastomal hernia repair using dualmesh patch. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2011: small bowel resection. Revision of ileostomy. Removal of mesh. ¿ (B)(6) 2012: repair of ventral incisional hernia. Implant: strattice. ¿ (B)(6) 2017: abdominal wound exploration. ¿ (B)(6) 2017: abdominal wound exploration. Drainage of intraabdominal abscess. Removal of infected mesh. Implant preoperative complaints: ¿ (B)(6) 2008: preoperative diagnosis: ¿parastomal hernia.¿ implant procedure: laparoscopic parastomal hernia repair using dualmesh patch. [Implant: gore® dualmesh® plus biomaterial 1dlmcp04/05161146, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2008 ¿ wound classification: ¿clean, contaminated.¿ ¿ description of hernia being treated: ¿left upper quadrant incision was made and carried down through the fascia into the peritoneal cavity under direct vision. The hassan port was then placed and two other ports, each (B)(4) mm, were placed on the left. The hernia was reduced. The edges of the defect were then cleared of areolar tissue and small bowel adherent to the lateral aspect.¿ ¿ implant size and fixation: ¿a 13 x 13 cm dualmesh patch was chosen, trimmed appropriately, placed around the stoma and then sutured in four quadrants and the remainder of the patch was stapled. There was approximately 4 cm overlay circumferentially. Hemostasis was noted. The fixation sutures were tied. The remaining ports were removed under direct vision. The hassan was removed after the abdomen was desufflated. The hassan wound was closed with interrupted 0 vicryl deep sutures and the skin of all wounds closed with 5-0 vicryl subcuticular.¿ explant preoperative complaints: ¿ (B)(6) 2011: preoperative diagnosis: ¿small-bowel obstruction.¿ ¿ (B)(6) 2011: ¿a 58-year-old gentlemen with recurrent small-bowel obstruction. This has been occurring over the last 3 weeks. The patient is readmitted to the hospital after recently being discharged. The patient was volume depleted and was having increasing abdominal pain. T he patient was having fevers and very little ileostomy output. He was therefore brought to the operating room for exploration for presumed small bowel obstruction . Incidentally the patient had a retrograde study through his ileostomy as there was a concern that the obstruction was at the previous parastomal hernia repair site. This did not show obstruction but potentially the study could have started proximal to the area of obstruction. The patient is therefore brought to the operating room for exploration.¿ explant procedure: small bowel resection. Revision of ileostomy. Removal of mesh. Explant date: (B)(6) 2011. ¿ wound classification: not provided. ¿ procedure: ¿midline incision was employed through the previous scar tissue. Entrance was gained in the abdomen easily. There was very little adhesion to the underside of the abdominal wall. There was a fine filmy layer of adhesion encompassing the entire small intestinal contents. As the patient had previous abdominal resection, it was important to quantify how much small bowel remained. This would have been difficult given the amount of adhesions in his abdomen, and the time to free up all the adhesions. There was at least greater than 6 feet of small intestine remaining. Next, attention was turned to the right lower quadrant. There were denser adhesions in this area. There were dense adhesions of the small intestine to the mesh. These were taken down. There was a deep serosal injury to the small intestine removing it from the mesh which later opened up causing enterotomy. This was controlled with bowel clamps. More adhesiolysis was performed, freeing up the entire bowel which entered through a fenestration within the right lower quadrant mesh reinforcement which was laid preperitoneal. The mesh was a gore dual mesh. There were multiple steel staples around this mesh that were used to initially secure it. This mesh was dissected free from the ileostomy. The mesh was cut in cephalad and caudal directions. What was found was that the bowel was severely kinked at the entry point through the mesh. At this point, it was noted that the bowel was rather dusky and was rather macerated. It did not feel it was safe to not keep the original ileostomy at this point. Therefore in the area of the enterotomy which was approximately 10 inches from the ileostomy site, either side of this was resected with a tlc stapler with a blue load to secure the drainage. Bowel clamps were removed. The enterotomy portion of the bowel was removed and later the distal ileum was removed by taking the mesentery with impact ligature device. The ileostomy which was prepped into the field and prevented from leaking with the inflated balloon, the balloon was deflated, the catheter was removed and an incision in the elliptical fashion was made around the ileostomy site freeing up from the skin and muscle and was delivered into the abdomen. The entire specimen was delivered off the field in 2 portions. Next, the gore mesh was removed from the peritoneum along with themetal [sic] staples affixing it. Next, the distal aspect of the bowel was freed up from the adhesions, at least a foot and a half to 2 feet of distal ileum were freed up so that an ileostomy could be recreated in the left abdomen. Next, a small circular incision was made removing skin in the left lower quadrant abdominal wall. This was deepened down through the rectus fascia creating a space to bring up the ileostomy. The ileostomy was hemorrhagic and swollen. The peritoneum and fascia were loosely closed out around the ileostomy using interrupted 0 pds sutures. Finally, the defect to the previous ileostomy site was closed internally using interrupted 0 vicryl suture. The external fascia was closed after irrigation using running 0 pds suture . Next, the abdomen was irrigated out. The fascia was closed with running 0 pds suture. In order to facilitate this, the scar and subcutaneous tissue was freed up about 1 cm circumferential from the fascial edge. The wound was irrigated out and closed with staples after securing hemostasis. Lastly, the ileostomy was matured in a brooke type fashion using interrupted 4-0 vicryl suture. The ileostomy appliance was fixed to the new ileostomy.¿ ¿ (B)(6) 2011: pathology report: ¿ final pathologic diagnosis: ¿ a. ¿portion of ileum and ileostomy, take-down colon: ileostomy stoma with chronic inflammation and fibrosis. Additional portion of ileum with ischemic hemorrhagic enteritis.¿ ¿ b. ¿abdominal mesh, removal: abdominal mesh, gross examination only.¿ ¿ gross description: ¿ ¿specimen a is labeled ¿portion of ileum and ileostomy.¿ the specimen consists of two segments of bowel, one measuring 8.0 cm in length, the other measuring 14.0 cm in length. The larger portion shows a stoma that measures 4.0 x 2.5 x 1.5 cm with the stoma area measuring 2.0 x 2.0 x 1.5 cm. The bowel attached to the stoma is opened and shows an area of yellow-tan granulation material but no masses are grossly identified.¿ ¿ ¿specimen b is labeled ¿abdominal mesh.¿ the specimen consists of a piece of mesh material that measures 10.0 x 8.0 x 0.2 cm and shows multiple metal staples. This specimen is for gross examination only.¿ ¿ (B)(6) 2011: microbiology: ¿blood cultures: gram positive cocci in clusters. Identified as coagulase negative staph (epidermidis).¿ ¿ (B)(6) 2011: microbiology: "abdominal midline incision: few polymorphonuclear leukocytes seen, few gram-negative rods. Final report: moderate enterococcus species, few escherichia coli.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc. ; lot number: 05161146 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, mesh removal, additional surgery. Additional event specific information was not provided.